Manufacturer narrative:
Five (5) samples; four (4) in their original packaging identified with the part and lot number and one (1) part containing a piece a yankauer suction tip inside a ziploc bag were received at the manufacturing site. In addition, 9 digital images were submitted for analysis. After performing a visual inspection according to the product specifications, the reported condition is observed; the yakauer suction tip is detached. The investigation concluded that the most likely root cause was due to an inhomogeneous mix of components (k-resin, styrene, zinc). An engineering study was developed to test a gravimetric mixture, to verify the mix process of resin used on the product, with the percentage of the resin mixture as specified in the bill of material. A quality alert has been issued to heighten awareness to all personnel involved in the process to mitigate a reoccurrence of the reported issue.

Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
Clinical staff reported that over the week the tip of a yankauer suction device broke during use. The tip was lodged in the patient¿s airway and was fortunately able to be removed. Staff reported that there isn't much force applied during the procedures and others said they never experienced one breaking before. There was no patient injury reported and it is unknown if medical intervention was required.